Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's knee was revised due to subsidence of the tibial component (surgeon reported the patient's poor bone quality was a factor). Patient's baseplate and insert were revised to larger sizes. Reporting sales rep (who was not present for the procedure) confirmed that no further information will be released by the hospital or surgeon.